Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the pc was displaying the message generator unavailable" company manufacturer met with the patient and was unable to communicate with external device after several attempts of trouble shooting. No further action has been taken at this time.